Manufacturer narrative:
Additional information: added: unique identifier (UDI) # (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), that the balloon could not be advanced beyond the sheath and could not be removed as well. The iab and sheath was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), that the balloon could not be advanced beyond the sheath and could not be removed as well. The iab and sheath was replaced and therapy was provided. There was no reported injury to the patient.